Event description:
It was reported that shaft break occurred, and the procedure was cancelled. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery (lcx). It was also noted that the left anterior descending artery and lcx bifurcation were severely calcified. A 2.00x12 unspecified balloon catheter was used for pre-dilation, but indentation could not be obtained. The intravascular ultrasound (ivus) was used but unable to cross, and disconnection was noticed. The lesion was then dilated with plain old balloon angioplasty. A 2.75 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment, but the device failed to cross the lesion. The device was replaced with a 2.75 x 20mm synergy xd des; however, the shaft broke at about 15cm from the proximal hub. The device was simply removed from the patient. Other non-bsc devices were tried to use but nothing was able to cross; therefore, the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 20mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. A stent strut was lifted on the fifth row from its distal end. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified distal tip damage. The tip appeared to be bent. The device was received in two sections as a result of a break in the hypotube. The shaft break was located at 23.5cm distal to the distal end of the strain relief. A visual and microscopic and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred, and the procedure was cancelled. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery (lcx). It was also noted that the left anterior descending artery and lcx bifurcation were severely calcified. A 2.00x12 unspecified balloon catheter was used for pre-dilation, but indentation could not be obtained. The intravascular ultrasound (ivus) was used but unable to cross, and disconnection was noticed. The lesion was then dilated with plain old balloon angioplasty. A 2.75 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment, but the device failed to cross the lesion. The device was replaced with a 2.75 x 20mm synergy xd des; however, the shaft broke at about 15cm from the proximal hub. The device was simply removed from the patient. Other non-bsc devices were tried to use but nothing was able to cross; therefore, the procedure was cancelled. No patient complications were reported.